Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. The penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the patient on 12/13/96. On 12/16/96, an alarm sounded from the pump and the pump stopped. The dr. Tried to remove the iab but was unable to. When the iab was removed, the balloon was full of blood. No second was inserted into the patient.